Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl due to needing settings adjustments. Customer required assistance to address low bg with candy and an apple. Reportedly, contact reached out to customer's healthcare provider to adjust settings.